Event description:
User states they have had an ongoing problem with bicarbonate for months and received two discrepant results. One example was provided which occurred in 2009. Initial result was 17.8 mmol/l, repeat results were 23.0 mmol/l and around 23 mmol/l. They have not reported out any erroneous results. The field service representative suspected the rinse mechanism operation. He ran mechanism checks and reset the cleaner height in the outer cells group 3. He also verified the reagent dispense and the sample probe and stirrer operation. He noted the vacuum and optics photometry was operating correctly. Performance tests were performed which were within specification.